Event description:
It was reported to philips that the live feed was displayed with a delay on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the patient was undergoing diagnosis, which was delayed and was completed as planned. It was reported that the live feed was displayed with a delay on the flex vision monitor. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed that the user unknowingly let off the foot switch during run. Fse reinstalled the flat table and the stand. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.